Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments/partial display or perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that insulin pump had flashing lights on display. Customer¿s blood glucose was 271 mg/dl. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.